Event description:
It was reported that the user experienced a prolonged low blood glucose episode for approximately seven hours while using the ilet with novolog, with a confirmed fingerstick value of 73 mg/dl and device low alerts present. Symptoms included no reported physical symptoms. Outcomes included self-treatment with oral glucose and food without outside assistance or medical intervention. Investigation included complaint intake, user interview, and troubleshooting and education regarding hypoglycemia management and device use. Investigation of this case revealed no precipitating factors such as recent high glucose, exercise, meal mismatch, target or weight changes, medication changes, or cgm calibration issues, and the user had been on the system for about one year, indicating an unclear cause of hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.